Event description:
It was reported by repair work order that the calf support would not lock into position due to a broken ring gear. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the calf support would not lock into position due to it being off the track. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow-up submitted as further investigation determine the calf support would not lock into position due to a broken ring gear.